Event description:
Peg tube placed and removed 4 days later when it was found to be dislodged and lying just underneath the wall of the anterior abdomen. Fluid noted in abdomen. Abdomen was irrigated. New gastrostomy tube placed. Pt returned to ICU in stable condition.